Event description:
During a reverse shoulder procedure 3 small metal prongs broke off of the depuy locking screwdriver from the delta xtend glenoid case complete tray, not returned. No harm to pt/ rn.